Manufacturer narrative:
The device was manufactured march 08, 2016 march 09, 2016. The device was received for evaluation with fluid in its bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rate of the device was found to be within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused. The device had been filled with fluorouracil and 5% glucose solution to a total fill volume of 252ml. The reporter stated that after the expected therapy time of 7 days, an unspecified volume of solution remained in the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.